Event description:
A peritoneal dialysis (pd) patient called for assistance with drain complications. During troubleshooting the patient was advised to discontinue using the cycler. When removing the set it was discovered that the set had leaked into the cassette area. The patient was advised to follow up with his pd nurse. The set was discarded. During follow up the patient's pd nurse reported that his effluent remained clear. The patient had visited the clinic and did not have nay signs of infection. The patient was treated with prophylactic antibiotic 1g of ceftazidime and 1g vancomycin. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.